Event description:
Device returned to manufacturer for analysis with report of "pump malfunction (under infusing)." Followup with hcp revealed that pt experienced 2 periods of drug withdrawal associated with last 2 refills of device. Pt experienced increase of pain and discomfort with periods which were intense and there seemed to be little drug effect. At each of these refills the pump volume residual was marked excess of about half of the volume remaining. Bolusing and increasing the dose were attempted without success. Rotor tests were done and no stoppage of the pump was determined at the testing. Pump was replaced and pt has had best pain control pt has ever had and is now taking considerably less supplemental medication.